Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d6b g2 h6.

Event description:
Patient reported left side "capsular contracture," baker grade unknown, "skin rash" and "high t cell levels." Addtionally healthcare provider reported "breast pain, intracaspular fluid detected and bilateral exchange from textured to smooth implants due to the patient's concern with the product". Device has been explanted.

Event description:
Patient reported left side "capsular contracture," baker grade unknown, "skin rash" and "high t cell levels." Addtionally healthcare provider reported "breast pain, intracaspular fluid detected and bilateral exchange from textured to smooth implants due to the patient's concern with the product". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold and wear abrasion. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on posterior side due to surgical damage. Additional, changed, and/or corrected data: b.6, d.9, h.3, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "capsular contracture," baker grade unknown, "skin rash" and "high t cell levels." Device remains implanted.